Event description:
The hcp reported the pt had been experiencing withdrawal symptoms. At the first pump refill, the expected reservoir volume was 4cc and the actual was 37.5cc. No alarms were heard. An MRI was done to rule out an intrathcal mass and reported as fine. A fluro xray of the catheter was done and also reported as fine. The pt is presently "being covered with oral meds and pump is programmed at minimal rate." A follow up report will be sent when additional information is received.